Manufacturer narrative:
The tracheostomy tube is still being used in the patient and is scheduled to be replaced on (B)(6) 2014. Covidien has requested return of the device once it is removed. (B)(4).

Event description:
Covidien received information from a customer stating that the cuff on a shiley tracheostomy tube partially reinflated after it is deflated. The customer thinks there is a fault with the pilot balloon. The tracheostomy tube was in use on a patient at the time of the malfunction. The tube remained in place and was not exchanged as a result of the reported malfunction. There was no patient injury or harm as a result of the reported issue.